Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that there was a question regarding the potential of a right ventricular (rv) lead fracture. It was also reported that both the low voltage (lv) and high voltage bundle (hvb) impedance alert tripped for several vectors of high, out of range (oor)impedances. The alert was reset and further patient monitoring will occur. It was later reported that the rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 x2 implantable pacing leads (B)(6) 2010. Concomitant product: 4968 implantable pacing lead (B)(6) 2011. Concomitant product: 310c31 tissue valve (B)(6) 2011. (B)(4).